Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "they had just received a pt from ccl and as the team was transporting out of the elevator over the gap the iabp was jarred and began to make an unusual noise from the front vent. I could hear it over the phone and had her send me a video for the complaint. The iabp therapy was unaffected, however for safety I had her exchange the iabp and tag the affected pump and send to biomed. Therapy on new iabp appropriate". No patient harm or injury. The patient status is reported as "fine".